Event description:
Reinforced area on cannular tip was collapsed in unopened pouch.

Manufacturer narrative:
This report is being filed on an international product, list number 6c37-20 architect anti-hcv that has a similar product distributed in the us, list number 1l79 architect anti-hcv.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), device/samples not returned. Retained kit testing met all specifications. Correction - catalog number changed from 6c37-20 to 6c37-30. Performance testing was conducted using a reagent kit stored at abbott laboratories of architect (B)(4), list number 6c37-30, lot number 70511hn00. The negative control, positive control, sensitivity panel a (B)(4) and sensitivity panel b (B)(4) were tested. Furthermore, two commercially available seroconversion panels (B)(4) were tested. The results generated for the control values were well within the specification stated in the respective package insert. Sensitivity panel a and b showed that the analytical sensitivity of lot number 70511hn00 was in acceptable performance range. Additionally, for the two commercially available seroconversion panels, the same bleeds were found (B)(6) with comparable (B)(6) values as historical clinical lots. Therefore, there is no indication that the analytical or clinical sensitivity is compromised. As part of our investigation, we have reviewed the complaint and manufacturing records for architect (B)(4) reagent kit, list number 6c37-30, lot number 70511hn00. This review did not identify any problems relating to the customer's observation. The package insert was reviewed and was found to contain adequate information in the limitations of the procedure section and specific performance characteristics section. No returns were received for investigation and a specific cause for the potential false non-reactive patient results could not be determined. Based on our investigation, we have concluded that architect (B)(4), list number 6c37-30, lot number 70511hn00, is performing acceptably. This is the final report.

Manufacturer narrative:
(B)(4). The patient specimen was returned for investigation and tested using a reagent kit stored at abbott laboratories of architect anti-hcv, list number 6c37-30, lot number 70511hn00. The negative and positive controls along with the patient sample were tested. The control values were within the specification ranges stated in the respective package insert. The patient sample tested non-reactive with values of 0.37, 0.34 and 0.36 s/co at our site concordantly with the customer's observation, and was therefore further investigated: chiron riba hcv 3.0 sia immunoblot was performed. The test result of the patient sample was interpreted as reactive according to the respective package insert due to the fact that a reactive (++) c100-band and a reactive (+) c33-band were detectable. Controls performed well within the respective package insert claims. A subsequent innogenetics inno-lia hcv immunoblot was performed with the patient specimen. The test result was interpreted as positive for hcv antibodies due to the fact that one reactive (++) ns4 bands and one weak reactive (+/-) e2 band were visible. Controls performed as intended. On the basis of our investigation and the customer's test results provided, the patient sample was categorized as "false non-reactive" for architect anti-hcv, list number 6c37-30, lot number 70511hn00. The analytical and clinical sensitivity of architect anti-hcv, list number 6c37-30, lot number 70511hn00 was investigated in the original complaint investigation by testing sensitivity panel a (core only), sensitivity panel b (ns3 only) and two commercially available seroconversion panels. The results for sensitivity panel a and sensitivity panel b were in acceptable performance range. For the two commercially available seroconversion panels (B)(4) the same bleeds were found reactive compared to historical data. Therefore, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv lot 70511hn00 is compromised. Based on our investigation, we have determined that architect anti-hcv, list number 6c37-30, lot number 70511hn00, identified in the customer's complaint, is performing acceptably within the package insert claim for sensitivity. This is the final report.

Event description:
The customer stated a female blood donor generated a negative result on architect anti-hcv but was riba positive. No impact to patient management was reported. The following patient information was provided: 2006 architect anti-hcv negative, vitros hcv negative; (3 months later) archtiect anti-hcv 0.99 s/co, vitros hcv 0.05, riba c33+, hcv-rna negative; 2007 architect anti-hcv 0.43 s/co, vitros hcv 0.05, riba c33c, c100, hcv rna negative; 2009 architect anti-hcv 0.27 s/co, riba c33c, c100 and hcv-rna negative.